Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-04131. It was reported the pt felt a change in her stimulation. An x-ray revealed the lead had migrated higher in position. Reprogramming was unable to provide stimulation coverage. It was reported the pt was scheduled for a knee surgery, and would return for add'l reprogramming at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.